Event description:
Reportedly, the device was implanted in (B)(6) 2015. However, during a follow-up performed on (B)(6) 2015, the longevity estimation was displayed as 3 years.

Event description:
Reportedly, the device was implanted in (B)(6) 2015. However, during a follow-up performed on (B)(6) 2015, the longevity estimation was displayed as 3 years.